Event description:
Additional information was received. The reporter indicated that there was slight function of the aspiration.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vitrectomy cutter could not cut during a procedure. Aspiration condition was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.